Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set and abbott freestyle 3 plus sensors, and the user successfully changed supplies. The user reported hyperglycemia with a blood glucose of 234 mg/dl and indicated they had been running high after running out of insulin in the cartridge. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, alerts, or alarms. Troubleshooting and education were completed during the call. Investigation included user-guided troubleshooting and education with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.